Event description:
The black handle for cup impactor from the pinnacle acetabular minimum invasive instrument set broke during surgery. The support pin broke while impacting. The cup wouldn't engage properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint was received into the warsaw quality department on 11 november 2014 with the following comment: the black handle for cup impactor from the pinnacle acetabular minimum invasive instrument set broke during surgery. The support pin broke while impacting. The cup wouldn't engage properly. The complaint was transferred to leeds for investigation. No product was available for investigation a complaints database search on product code 920010029 did identify a number of complaints received previously for this product. However without receiving the product it was not possible to determine the cause of the complaint in this case. Without the physical complaint sample associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419 depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.